Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Review of the device history record showed that there were no issues at the time of manufacturing of this device that would contribute to the issue outlined in this complaint. A review of inspection records and certifications, confirm that the components and final product met inspection records, certification test values and acceptance criteria. The hardness was measured as conforming at 48.8 hrc. All 16 parts of the lot were checked 100% for critical features and for function at the final inspection on 24-apr-2013. No ncrs were generated during production. Device was used for treatment, not diagnosis.

Event description:
It was reported by the service and repair department that a pair of removal pliers has a broken tip. The issue with the instrument was identified with synthes evaluation during inspection activities of the evaluation set. There were no issues reported by the customer. No patient involvement. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
An investigation summary was performed. It was reported by the investigation of the complaint articles has shown that: a pair of lock removal pliers (388.452) was found to have a broken tip during evaluation set review; no surgical or patient involvement. The returned instrument was examined and the complaint condition was unable to be confirmed as the distal device tips were found to be intact. Minor deformation was noted, consistent with use; however this would not inhibit device functionality. As the complaint condition was unable to be confirmed, no further investigation including occurrence rate calculation and dcrm review will be completed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, drawing review and device history review were completed as part of the investigation. This complaint is unconfirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. (B)(4).